Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported the ligasure broke in the or. It was only used once before (blade warped and jammed, won't even retract at this point). Replaced with duplicate reprocessed handpiece. There was no patient injury or medical intervention and extended procedure time reported was 5 minutes or less, backup units kept on tower so right at hand. These are commonly used devices that are readily available.